Manufacturer narrative:
Additional information: g3, h3, h6 correction: b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a component that disengaged and the orvil anvil was difficult to remove from tubing. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic roux-en-y gastrectomy, upon initial access for the trocar, the trocar was leaking gas during the surgery when a 5mm instrument was inserted into it, but it did not leak when the 12mm stapler was inside the port. The surgical team had to cut both sutures connected to the tubing in order to get the tubing to release from the anvil. Also, a piece of the suture that was attached to the suture wheel was left in the staple line of the circular anastomosis. The device was retrieved by a gi scope with a guide wire that has a grasper at the distal tip of the wire. The surgeon kept using the trocar throughout the procedure.

Manufacturer narrative:
Concomitant products: onb12stf - onb12stf versaone opt 12 std trocar, lot# unknown eeaxl2135 - eeaxl2135 eea xl 21mm-3.5 sgl use stap, lot# p4a0965. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic roux-en-y gastrectomy, upon initial access for the trocar, the trocar was leaking gas during the surgery when a 5mm instrument was inserted into it, but it did not leak when the 12mm stapler was inside the port. The surgical team had to cut both sutures connected to the tubing in order to get the tubing to release from the anvil. Also, a piece of the suture that was attached to the suture wheel was left in the staple line of the circular anastomosis. The device was retrieved by a gi scope with a guide wire that has a grasper at the distal tip of the wire. The surgeon kept using the trocar throughout the procedure. There was no patient injury.